Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was "crumpled" out of package and was not able to roll properly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The seal had cracked along the second ring from the edge. The delivery tube had been pushed against the seal, causing it to fold upwards. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was "crumpled"" was confirmed, however, it could not be confirmed that it was "crumpled" out of package. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).